Event description:
The manufacturer received a voluntary medwatch (mw5103162) alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop reactive airway disease. The patient was prescribed medication in response to the reported event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Section b5 should be previously reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient was alleging to develop reactive airway disease, viral respiratory infection and hypersensitivity. Also experienced symptoms which included shortness of breath, non-productive cough, pronounced fatigue, flu-like symptoms, dizzy after mild exertion, severely swollen sinuses without much congestion, form of respiratory distress, mid-facial headaches, and reduced cardio-vascular functioning. It was also alleged that he previously received immunization therapy and had been diagnosed with chronic non-allergic rhinitis-sinusitis. Patient was prescribed medication in response to the reported event. Since there is no customer information, the manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this a follow-up report will be filed. Section g1 updated. Section h6 health effect - clinical codes which was missed in previous report was captured. Section h6 type of investigation findings and investigation conclusions has been updated.